Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not reproduce the reported complaint. The fse replaced universal surgical manipulator (usm) 4 due to repeated error 32098 during the procedure. The system was tested and verified as ready for use. The fse mentioned that usm 4 was replaced on (B)(6) 2022 on patient identifier (B)(6) and usm 4 was replaced again on (B)(6) 2022 due to repeated error 32098 on patient identifier (B)(6). Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure was conducted by a isi technical support engineer (tse) when the customer called in for assistance investigation revealed error 32098 that may have been related to the system complaint. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a benign hysterectomy procedure. This complaint is considered a reportable event due to the following conclusion: the universal surgical manipulator (usm) was replaced after the completion of a surgical procedure due to repeated errors on usm 4. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated recoverable error 32098 occurred on universal surgical manipulator (usm) 4. The customer pressed ¿recover fault¿ button, but the issue persisted. After, the tse advised the customer to perform a hard power cycle with emergency power off (epo). However, before following the tse¿s advice, the error was cleared after customer pressed ¿recover fault¿ button the second time. The customer continued with the procedure. The field service engineer (fse) will follow up. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without any errors. The procedure was completed robotically with all 4 usms. Usm 4 was not disabled during the procedure and remained usable. The system was recovered after pressing recover fault the third time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis confirmed but did not replicate the reported complaint of repeated error 32098. The unit was tested on an in-house system and passed normal mode. Remote fe logged errors of 32098 pointing to axes controller, motor (acm). During inspection, no discrepancies was found on link1 & link2 flat flex cables (ffcs) to acm / axes controller, arm (aca) printed circuit assembly (pca). The unit went through more testing on a patient side cart (psc) fixture test platform (pftp) and passed all required tests. For precautionary measures, acm pca will be replaced to address the reported problem. The root cause of the failure was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.